Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative followed up with the site in regards to the reported issue. It was reported to the medtronic representative that the issue was found to be a use error. No additional details into how the issue was use error were provided by the site.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door on the imaging system would not close entirely. The docked message for the gantry would not clear from the pendant as well. It was reported that the gantry had not been re-homed. There was no patient present when this issue was identified. No additional information was provided.